Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a "brittle reaction" due to the pump software, which resulted in the customer's blood glucose (bg) decreasing to 52 mg/dl. Customer required assistance consuming glucose tabs to treat bg level. Per recommendation made by customer's health care professional customer "turned off" pump software. Tandem technology support educated customer that insulin will be delivered based off personal profile setting only and not pump software algorithm; customer understood and acknowledged.